Event description:
(B)(4). It was reported that the flat panel suspension allegedly had an incorrect screw in place of the m3 screw in the suspension assembly. There was no patient involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. The actual device was evaluated and repaired in the field on (B)(4) 2012. Evaluation summary: the m3 screw keeps the flat panel spring arm's safety collar in place, which is used in order to prevent the keeper clip, a semi-circular metal disk, from becoming separated from the spring arm and flat panel yoke; thereby serving to keep the flat panel yoke attached to the suspension. It has not been determined how the incorrect screw came to be installed in the suspension assembly. The investigation is ongoing, but the root cause of this issue is unknown at this time. There was no patient involvement and no report of any adverse consequences to the patient or caregiver. This is not a single use device.